Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it failed due to "call tech support" error that was observed on the screen. Functional testing was performed and the tests failed. The customer complaint of intermittent audio output was confirmed. The root cause was determined to be a defective speaker.